Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The pump's event log did not record the reported error. Functional testing revealed a degraded downstream occlusion (dso) sensor, and that it was hard to turn the device on with the power button. The pump did turn on but required the power button being pressed several times. The power button was replaced along with the dso sensor.

Event description:
It was reported that the pump does not turn on. There was unknown patient involvement. Device evaluation revealed a degraded downstream occlusion sensor.